Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Technical support provided information on how to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer continued using the pump and was advised to contact support again if any issues arose.